Manufacturer narrative:
A search for non-conformance associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned for evaluation and intraprocedural images were not provided for review; therefore, the alleged device issue cannot be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during coil embolization for gastric varices, the embolization coil could not advance in a balloon catheter and detached in the coil pack. A stent was implanted across the renal vein and the detached coil was removed in its entirety from the patient together with the balloon catheter. There was no reported patient injury.